Event description:
It was reported that the handpiece overheated prior to the start of a surgical procedure. There was no patient involvement. Another device was used to start the procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was a corroded rotor assembly, which was replaced along with other components. Service will repair and return the device to the customer.